Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: there were no alarms related to the complaint during investigation and no loss of prime warnings observed in the black box history. There was no data in the black box history from the date of the reported issue due to continued use. The pump successfully completed a rewind, load, and prime sequence with no alarm emitted. The force sensor was in calibration. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and there was no internal damage found. The battery cap was not available for testing, so a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.